Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up in clinic, upon interrogation it was noticed that the atrial lead exhibited multiple episodes of automode switching due to noise. The noise could be reproduced in the clinic by simple evocative movements. The device was programmed to vvi. Patient condition was good.